Manufacturer narrative:
Previous driveline repairs were captured under MFR# 2916596-2019-05453 and MFR #2916596-2019-03819. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline has a cosmetic damage near the previous driveline repair. Cosmetic repair will be performed next week.

Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the report of damage to the silicone jacket of the driveline was confirmed through the evaluation of the submitted photographs. Multiple areas of superficial damage were observed along the driveline. A direct cause for the damage could not be determined through this evaluation. It was reported that an extension of the previous repair was performed. There were no patient consequences for the event. The patient remains ongoing on vad support and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.